Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site. The affected detector fell and gave stripes artefacts. After calibration the lines were gone but after a few days they appeared again. Detector needs to be replaced. The detector was replaced by the customer. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site. The affected detector fell and gave stripes artefacts. After calibration the lines were gone but after a few days they appeared again. Detector needs to be replaced. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector fell. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.